Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery issues. The batteries were not lasting more than an hour. The insulin pump alarmed failed battery test and off no power. The customer did not receive a low battery alert prior to the off no power alert. The insulin pump also alarmed weak battery and battery out limit. Customer's blood glucose level was 250 mg/dl. The device was not returned.